Manufacturer narrative:
The reported events were a lead that was experiencing poor thresholds, sensing, impedance values, and insulation damage. As received, a complete lead was returned in one piece for evaluation. The reported events of poor thresholds, sensing, and impedance values were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The lead connector passed insertion testing into the test ICD device and is-4 connector sleeve. Dimensional analysis of the connector boot was measured within the product specifications. The reported event of insulation damage was confirmed. Visual inspection found cut to the lead body insulation at the proximal region. The cause of insulation damage is consistent with procedural damage

Event description:
It was reported that during an implant procedure on (B)(6) 2022, a right ventricular lead was experiencing poor thresholds, sensing, and impedance values even after repositioning multiple times. The lead was removed and replaced. Upon removal, insulation damage was noted on the lead. The patient was stable throughout.